Event description:
The customer reported receiving an error code 90005 which is considered as a defective lithium ion battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.